Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). The suspect device is currently being evaluated by carefusion third party service center. Results of investigation are not available at this time.

Event description:
The customer reported model lap top ventilator 1000 stopped ventilating for 5 seconds while connected to a patient. During the transfer, the ventilator seized and started back up again. A reset alarm appeared on the screen but there was no audible alarm. The patient's vital signs were stable and did not need intervention. The ventilator continued to function properly for remainder of transport.